Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Additional information from the field representative revealed that the device recently started beeping, as expected. The safe replacement interval given to this patient expired and boston scientific technical services advised on requesting a new data analysis to determine if a new safe replacement interval can be provided. Additional information from the field representative revealed that the physician wants to wait o replace the device due to covid-19 reasons, and they will be requesting data analysis to get additional safe replacement interval calculations, if possible. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case. Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case. Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Additional information from the field representative revealed that the device recently started beeping, as expected. The safe replacement interval given to this patient expired and boston scientific technical services advised on requesting a new data analysis to determine if a new safe replacement interval can be provided. Additional information from the field representative revealed that the physician wants to wait to replace the device due to covid-19 reasons, and they will be requesting data analysis to get additional safe replacement interval calculations, if possible. A new analysis was requested and a new safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case. Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued. Subsequently, the device was explanted and replaced. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion., but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Additional information from the field representative revealed that the device recently started beeping, as expected. The safe replacement interval given to this patient expired and boston scientific technical services advised on requesting a new data analysis to determine if a new safe replacement interval can be provided. Additional information from the field representative revealed that the physician wants to wait to replace the device due to covid-19 reasons, and they will be requesting data analysis to get additional safe replacement interval calculations, if possible. A new analysis was requested and a new safe replacement interval was provided. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case. Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued. Subsequently, the device was explanted and replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Additional information from the field representative revealed that the device recently started beeping, as expected. The safe replacement interval given to this patient expired and boston scientific technical services advised on requesting a new data analysis to determine if a new safe replacement interval can be provided. Additional information from the field representative revealed that the physician wants to wait to replace the device due to covid-19 reasons, and they will be requesting data analysis to get additional safe replacement interval calculations, if possible. A new analysis was requested and a new safe replacement interval was provided. The device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case. Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Additional information from the field representative revealed that the device recently started beeping, as expected. The safe replacement interval given to this patient expired and boston scientific technical services advised on requesting a new data analysis to determine if a new safe replacement interval can be provided. This device remains in service. No adverse patient effects were reported.